Event description:
It was reported that an insulin cartridge in an ilet system was leaking, which the customer believed resulted from overfilling during assembly, and insulin contacted the pump exterior; the customer dried the device and continued use without alarms or alerts. Symptoms included no change in blood glucose and no hypoglycemic or hyperglycemic events. Outcomes included no injury, no medical intervention, and no interruption to therapy beyond a routine infusion set change. Investigation included customer interview and troubleshooting with education on drying the device and monitoring for continued function. Investigation of this case revealed evidence of a suspected product quality issue related to the cartridge and user handling consistent with potential overfill. It was concluded that the event was non-serious, associated with a cartridge leak, and resolved with user actions without clinical impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.